Event description:
A report was rec'd that the pt underwent a pocket revision procedure because the ipg was eroding through her skin due to it being implanted too close to the surface of the skin. The physician successfully repositioned the pt's ipg to a new location adn the pt is reportedly doing well.

Manufacturer narrative:
A review of the mfg documentation found that no anomalies or deviations potentially related to the event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.